Event description:
Boston scientific received information that this brady device, with automatic capture programmed on, exhibited loss of capture. The patient was reported to have complete heart block and experienced a dizzy spell. Boston scientific technical services (ts) discussed the parameters for automatic capture. Attempts to obtain additional information were unsuccessful. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.